Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: investigation revealed that the keypad cover was intact and all buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed moisture behind the display lens, a leak at a crack in the pump casing, and internal moisture on multiple internal components; the moisture resulted in the vibratory alarms not being functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.